Event description:
A customer contacted baxter technical services(bts) regarding assistance with the homechoice machine(hc) making a strange noise and then the cassette burst. The home patient(hp) stated solution started running out of the cassette door. The technical service representative(tsr) assisted the hp to swap the hc. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that the supplies have already been discarded and no further information is available at this time. The hp also stated no companion samples were available. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause was not determined due to the sample not being returned.

Manufacturer narrative:
(B)(4).the sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.